Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a spine case at the user facility the device overheated, getting so hot the surgeon, who was double-gloved, dropped the drill. There was no impact to the patient. The procedure was completed successfully with a 3-minute delay to secure backup equipment.

Event description:
It was reported that during a spine case at the user facility the device overheated, getting so hot the surgeon, who was double-gloved, dropped the drill. There was no impact to the patient. The procedure was completed successfully with a 3-minute delay to secure backup equipment.